Event description:
It was reported that the cassette is leaking. The medication bag is not sealed properly, and medication is located between the bag and the hard casing of the cassette. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used reservoir, cassette, 250ml, fs 12/bx was received for evaluation. A photograph obtained during initial intake and decontamination processing showed residual fluid within the cassette housing, consistent with the reported leaking condition. Following decontamination, the physical sample was not available for further engineering evaluation. A search was conducted; however, the returned device could not be located for additional testing. Based on the photographic evidence, the reported leaking condition is considered confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.